Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1400mg/dl. The cause of elevated bg was unknown; however, reportedly customer did not have use of their non-tandem continuous glucose monitor, and did not have a glucometer. Subsequently, customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.